Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse reported the following: the temperature light indicator worked intermittently. The fse verified the heater power voltage on the microprocessor board. The fse replaced the microprocessor board and reservoir tank with a heater and verified proper operation. The fse entered the time and date. The customer verified the wash time, disinfect time, and cycle count. The fse filled the reservoir tank with water; it heated. The temperature light turned on. The fse performed an empty wash and disinfect cycle. The fse emptied the water from the reservoir tank. The customer then filled the reservoir tank with a new cidex solution; it heated ok. The temperature light turned on. The fse verified the unit met the specifications. The fse performed an empty wash and disinfect cycle successfully. The reservoir tank and reservoir tank assembly are failing with a known failure mode and is addressed by a CAPA. This CAPA may be used to close reservoir tank related leakage customer complaints when it is confirmed that the previous design of tank is replaced with the newly designed tank. A health hazard evaluation (hhe) was initiated to determine the health risk associated with the...

Event description:
The customer alleged the temperature light was intermittently off and on. The customer stated that loads were run but, there were no pts involved. The unit was retired from use. An asp field service engineer (fse) went to the facility to assess the unit.